Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the seal was leaking gas when the instrument was not present. They were able to complete the whole procedure. There were no adverse consequences for the patient.